Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the side rail center arm cover assembly had a broken tab, causing the side rail to not fully latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account will replace the side rail center arm cover assembly to resolve the issue. Based on this info, no further action is required.